Event description:
During removal of the trufill delivery system, the tip of the clamp band separated. The missing part was noticed after the product was removed from the patient. The clamp band did not remain in the patient. The second (rhv) rotating haemostatic valve lock was not completely opened when the product was removed. The product was clinically used without any adverse consequence to the patient. The product will be returned for evaluation.

Manufacturer narrative:
During a coil embolization, the microcatheter (catalog and lot: unk) was advanced to the lesion over the guidewire through the guiding catheter. The product (trufill dcs, 636f00410) was advanced to the lesion, and the coil was successfully detached. There was no information of the vessel characteristics. The product is expected to be returned for evaluation and analysis: however, has not been received. Additional information will be submitted within 30 days of receipt.